Manufacturer narrative:
At the time of the index procedure, the patient was taking aspirin 325mg and had received angiomax during the index procedure. Ivus was not performed during the index procedure, but it was reported that there was no indication of dissection and no wiring difficulty. Act was not measured during the index procedure, but was 448 and 190 during the follow-up procedure. The patient was discharged approximately four days after the index procedure. The patient experienced stable angina at the 30-day follow-up visit, but there was no testing or treatment reported. Concomitant medical products: aspirin 325mg daily since (B)(6) 2010, coreg 3.125mg twice daily since (B)(6) 2010, zocor 20mg daily since (B)(6) 2010, synthroid 50mg daily since (B)(6) 2010, cozaar 50mg daily sincd (B)(6) 2010, angiomax intra-procedure. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient experienced stent thrombosis and a myocardial infarction (mi) following the index procedure, and had stable angina at the time of the 30 day follow-up. This is a (B)(6) female with medical history including angina, unstable angina pectoris, hyperlipidemia, and hypertension. The proximal left anterior descending (lad) target lesion was 99% stenosed, 15mm in length, de novo, and class b2. The indication for the index procedure was unstable angina pectoris. The reference vessel was 2.75mm in diameter. The lesion was pre-dilated with a 2.75 x 12mm balloon at 16atm and a 2.5 x 18mm cypher rx was implanted at 16atm. The stent was post-dilated with a 2.75 x 12mm balloon with good wall apposition of the stent. Approximately 40 minutes after stent deployment, the patient began to become symptomatic for an mi and was returned to the cath lab within 35 minutes. It was reported that there was total occlusion of the lad at its origin within the stented segment. The patient was treated with a thrombectomy, integrilin and balloon angioplasty. At the time of the index procedure, the patient was taking aspirin 325mg and had received angiomax during the index procedure. Ivus was not performed during the index procedure, but it was reported that there was no indication of dissection and no wiring difficulty. Act was not measured during the index procedure, (B)(4). The patient was discharged approximately four days after the index procedure. The patient experienced stable angina at the 30-day follow-up visit, but there was no testing or treatment reported. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15246276 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an asa and plavix regimen as per the IFU. In this instance, the mi occurred in the presence of the thrombosis. Mi is a known potential adverse event associated with coronary stent implantations and is listed in the IFU as such. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
As reported via the (B)(4) study, a patient experienced stent thrombosis and a myocardial infarction (mi) following the index procedure, and had stable angina at the time of the 30 day follow-up. The proximal left anterior descending (lad) target lesion was 99% stenosed, 15mm in length, de novo, and class b2. The indication for the index procedure was unstable angina pectoris. The reference vessel was 2.75mm in diameter. The lesion was pre-dilated with a 2.75 x 12mm balloon at 16atm and a 2.5 x 18mm cypher rx was implanted at 16atm. The stent was post-dilated with a 2.75 x 12mm balloon with good wall apposition of the stent. Approximately 40 minutes after stent deployment, the patient began to become symptomatic for an mi and was returned to the cath lab within 35 minutes. It was reported that there was total occlusion of the lad at its origin within the stented segment. The patient was treated with a thrombectomy, integrelin and balloon angioplasty.